Manufacturer narrative:
Evaluation in progress.

Event description:
Probe tested fine but shaft started frosting at beginning of 1st freeze. Freeze was stopped, dr. Got warm saline and wet sponges and placed around shaft and on patients skin. Freeze was started but shaft frosting was again noticed immediately and freeze was stopped. Probe was removed and replaced with cva2400ra with slider set to "2" and treatment was started again and completed without further issue.

Manufacturer narrative:
Device evaluated by simulated use testing and confirmed reported issue. Device disassembled for further testing and found an issue with the vacuum sleeve.